Manufacturer narrative:
(B)(4)

Event description:
The customer stated that for a couple of days prior to (B)(6) 2018, they received infrequent ise noise alarms on their cobas 6000 c (501) module - c601. Starting on (B)(6) 2018, they were getting these alarms every shift. The customer repeated patient samples that were initially tested during the time of the alarms. One patient sample had an erroneous result for ise indirect na for gen.2 (sodium). The sample initially resulted as 134 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting as 140 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The customer pulled the affected sample and it appeared to be milky and hemolyzed. The field service engineer cleaned the ise bath. He cleaned an re-seated all ise electrodes. He replaced the pinch valve tubing, sipper nozzle, and reference electrode. He ran calibration and controls, which were within acceptable limits.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.